Event description:
A patient was receiving dopamine "piggy back". The nurse pushed the on/off cassette cradle to the off position, which should turn the pump off and not allow for free-flow from the IV. It was noticed that the plunger on the cassette remained opened, allowing for free-flow. The manufacturer was notifiedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.